Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility; therefore, a device evaluation cannot be performed. The root cause of the complaint cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization implant coil unexpectedly detached in a microcatheter during treatment of an endoleak in the internal iliac artery. The coil was removed in its entirety together with microcatheter. There was no reported patient injury or intervention.